Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined since the subject device was not returned to olympus medical systems corp.(omsc). Since the device was manufactured more than 15 years ago, we could not confirm the device history report. The product shipment record was checked, but there was no abnormality in the device. Based upon the reported information, it was probable that the cable was twisted and partially broken, which temporarily prevented the image from being output. The breakage of the cable might be caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken (disconnected) and twisted. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, sometimes the endoscopic image of the subject device disappeared. The user completed the procedure by using the subject device. There was no report of patient injury associated with the event.